Manufacturer narrative:
Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet solent omni catheter. Media was returned in the form of photos. The photos were reviewed which showed the device was fractured and kinked which was confirmed during analysis. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed multiple bends and kinks. Functional testing was attempted; however, the device would not prime. During analysis at the severely kinked location at 55 cm from the tip, the hypotube was broken and completely separated. The device could not be functionally tested due to the extreme damage on the device. No pressure reading was reported before the console would stop the priming process and issue an under-pressure alarm. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for under pressure issues related to a broken hypotube. Kinks were also confirmed.

Event description:
It was reported that catheter break occurred. The target lesion was located in the right lower extremity deep vein thrombosis. The angiojet solent omni was chosen for use in a thrombectomy procedure. However, during the preparation process, the device fractured while being unpacked. The procedure was completed with another of the same device. There were no patient complications reported.

Event description:
It was reported that catheter break occurred. The target lesion was located in the right lower extremity deep vein thrombosis. The angiojet solent omni was chosen for use in a thrombectomy procedure. However, during the preparation process, the device fractured while being unpacked. The procedure was completed with another of the same device. There were no patient complications reported.